Event description:
It was reported that patient had to remove the suspect device due to pain, infection, swelling and migration to her vagina. She said they could remove only parts of the device and there is still some pieces left inside her body. She was placed on antibiotics. Patient stated she is still experiencing same symptoms.